Event description:
An ophthalmic surgeon reported that during a capsulotomy, primary incision leakage and incomplete capsulotomy occurred. The surgeon was able to complete the procedure using suture to water-tight primary incision/incomplete capsulotomy. Capsulotomy and fragmentation were included in planned cuts. All programmed cuts were completed. The system did not display any system message. According to surgeon's opinion, the system caused or contributed to the event. Surgeon mentioned that the parameter and sets were programmed as usual. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including room cause analysis is in progress. A supplemental MDR wil be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).